Event description:
Procedure: sigmoid resection. The instrument cut the tissue, but the staples did not close. The surgeon had to correct the situation manually and to perform a laparotomy, a deep anterior resection was performed. Patient status unknown at this time.